Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent a gastric bypass surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke while tying. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.